Event description:
On (B)(6) 2013, I was implanted with the essure permanent birth control devices. My symptoms started very quickly after that. In (B)(6) 2014 I was diagnosed with rheumatoid arthritis and depression. In (B)(6) 2014, I began seeing an allergist for unexplained hives over my body. Between (B)(6) 2014 and (B)(6) 2018 I have been prescribed multiple medications, undergone numerous tests, including an MRI of my brain (for what was thought to possibly be multiple sclerosis but came back clean), and suffered with unexplained pain, weight gain, forgetfulness, hormonal issues, numbness in my hands, arms and feet, joint pain, frustration as well as psychological issues from having so many illness and none of my drs knowing that they are all caused by these implants. It was not until I started looking at the timeline of my illness myself that I realized they all started immediately if not quickly after I had the essure implants. In (B)(6) 2018, I asked my general practitioner if she had heard of anything like this happening and she had not. She called a gynecologist to ask more questions and that is when she and I discovered that indeed there are hundreds if not thousands of other women who have, or have had, similar symptoms and issues related to this "medical" device." I am currently in process to have a hysterectomy as well as a dual salpingectomy. I am expectant that after removing these terrible things from my body that I will once again return to the good health that I had for the 30+ years prior to having them put in.